Event description:
It was reported that the ultrasound gastrovideoscope had a lack of echo image depiction. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported failure occurred due to the detached acoustic lens (glue layer was not exposed). However, the cause of the detached acoustic lens (glue layer was not exposed) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.